Event description:
It was reported that the insulin pump alarmed bolus stopped, as well as button error. The blood glucose reading was 165 mg/dl. The customer stated that, when the bolus was interrupted, the insulin pump indicated a loose battery cap on the screen, but she checked and stated that it was not. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.